Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 3 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 4 malfunction events, where it was reported the devices experienced the head piece no longer supporting weight and wrist rest collapsing. There were 2 events with patient involvement; no adverse consequences were reported.

Event description:
This report summarizes 3 malfunction events, where it was reported the devices experienced the head piece no longer supporting weight and wrist rest collapsing. There were 2 events with patient involvement; no adverse consequences were reported.

Manufacturer narrative:
Initially it was reported that there were 2 instances of this hazard/model number combination. Further review of records identified that one record was a duplicate. The number of occurrences summarized have been updated to reflect this.